Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2012-03217, 03219 and 03220. The pt reported failing frequently which caused his pain pattern to change subsequently causing stimulation to be inadequate. The pt also reported experiencing his scs charger heating while charging his scs system. The pt followed charging recommendations from the field action letter; however, the issue was not resolved. There is no add'l info at this time. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.